Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with pcba1. Unit received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to the missing retainer. Unit also received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Finally the s/n label located between the belt clip rails is missing, and the middle (enter) keypad button is cracked. (B)(4).

Event description:
Customer's mother reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer states the display was not blank less than 30 seconds and then returned. Customer states the contacts on the battery cap were damaged. The metal piece was detached but they able to put it back but it only work for few hours then the insulin pump died. Customer states battery compartment was neither damaged nor corroded. The insulin pump will be returned for analysis.